Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that lines appeared in the image in the subject device. The issue was discovered during an unspecified diagnostic procedure. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and only one reported failure - scratches on the connector was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: serial ring was loose and component failure of the serial ring, component failure of the video connector. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected and for investigation findings is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.